Manufacturer narrative:
The lead was surgically abandoned therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an elective device replacement procedure extraction of this right ventricular defibrillation lead was unsuccessful. The lead was abandoned surgically due to rising threshold measurements, loss of capture and impedance measurements greater than 3000 ohms. No adverse patient effects were reported.